Event description:
It was reported that a 1104bt catheter had shown the pressure was unstable. It was implanted in a (B)(6) male patient on (B)(6) 2015, who had undergone an outside decompression surgery. The pressure showed 50mmhg after implanting and then the pressure had gone down to 10mmhg taking a few days. However, the pressure became unstable and kept showing 30-40mmhg. A replacement catheter was not available. As per the doctor, the actual condition of the patient during these fluctuations had not met with the indicated pressure including the diagnostic imaging result. The catheter was removed on (B)(6) 2015 and the pressure right before removing it was 29mmhg. The patient's outcome was unchanged. Additional information has been requested.

Manufacturer narrative:
Additional information received from customer on 22 feb 2016: the reason for the use of the device was that the patient had an external injury - a traffic accident. The catheter had been implanted on (B)(6) 2015 and explanted on (B)(6) 2015. There was no patient harm or injury due to the product problem. The catheter and cable had been secured by the cable clip to the patient gown and sheets. After the catheter was disconnected and reconnected the ict display did not show any value. This had been observed before the actual product problem of "the pressure was unstable" but the doctor had continued to use the catheter. The monitor was turned off and on, then the catheter was disconnected and reconnected but the phenomenon had still existed. Integra has completed their internal investigation on 10 mar 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaint history. Results: evaluation of device: the 1104bt catheter was tested in accordance with q00102 and q00011; the catheter met specifications. The DHR review has been deemed satisfactory. Date of manufacture: 17 jun 2015. The customer returned catheter serial number (B)(4) and it is belonged to the reported lot: lot 3050rx327507 shows the catheter met requirements before released to fg. No trend has been identified. Conclusion: based on the information provided by the customer and the test results and evaluation for the returned device the root cause of the customer¿s complaint could not be determined. It should be noted that based on the customer¿s statements the catheter was implanted on (B)(6) 2015 and removed 12 days later on (B)(6) 2015. The directions for use included with each camino catheter monitoring kit under the risk and complication section notifies the customer that¿ if monitoring is continued for more that 5 days, placement of a new system under sterile conditions is recommended¿, it appears, based on their statement, the customer did not comply with these directions.